Manufacturer narrative:
The device was received for evaluation. Visual inspection identified a longitudinal fissure approximately 0.5 cm on the blue air vent. Gravity testing and under water leak testing were performed and the device was leaking through the air vent. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked. This occurred before patient use. It was stated that the set leaked from the air vent. There was no patient involvement. No additional information is available.